Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During a 3d scan the anode of the x-ray tube for plane b came out of balance. This is also identified in the log files as rac (rotating anode circuit) errors for plane b. According to expert opinion this resulted in a false activation of a proximity switch. This activation in turn led to an abrupt interruption of the 3d scan as the system stopped, which is the desired system behavior when a proximity switch is active. No tracks or marks at the covers of the system could be found. Furthermore, in order to avoid collisions there is a test run before the 3d run is started to check for obstacles in the movement path of the system. This test run was completed without any issues. This indicates that no collision occurred. In other words, the initial information that a collision took place between the system and an object could not be confirmed by the investigation. Rather according to the investigation the x-ray tube had a blocked anode bearing. After exchange of the x-ray tube the system worked as intended. The occurrence rate of the fault pattern and the spare parts consumption of the part affected were checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. The user reported that the system collided with the red cart and/ or table. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.